Event description:
It was reported that a possible externalized cable was seen on the left ventricular lead through the use of fluoroscopy. No electrical anomalies were reported. The patient would be monitored.